Event description:
A user facility reported to olympus that an image was not produced and the monitor screen was black. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the problem of no image was duplicated. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The legal manufacturer (lm) performed an investigation. A definitive root cause could not be identified. The lm provided the following as a possible cause for the reported event: based on the results of the device evaluation and the available information, the likely cause of the reported event was a malfunction of the charge-coupled device (ccd) which was likely due to material degradation due to exposure to ultraviolet rays of the ccd sensor.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and initial reporter information. Updates to sections b5, e2 and e3.

Event description:
The intended procedure was completed.